Event description:
Reporting status: serious injury/surgical intervention. Reporting rationale: guide wire separation/surgically removed. Device issue: guide wire separation. It was reported that during the procedure, a cross over was done from right femoral to left femoral. The stenosis was tight, but the separation of the guide wire occurred even though the guide wire was not stressed by the physician. A net break occurred at about 40 cm from the tip of the guide wire. The chirugical (surgical) intervention was done by the same physician. The intervention was done to treat the lesion and to remove the separated portion of the guide wire. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - possible overbending can cause the guide wire to fatigue and fracture. The use of a bmw guide wire in a peripheral case may not have been a good match for the case conditions. The separation was 40 cm from the tip corresponds with the hypotube area. The hypotube joint area would not have support from the guiding catheter during a peripheral procedure, as is the case for coronary procedures. Conditions that would over-flex the hypotube area should be avoided, but are more likely in a peripheral situation. The failure therefore, is believed to be related to case conditions.